Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the lead was explanted and replaced. Reportedly effective stimulation therapy was achieved following the procedure and the issue is resolved.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is receiving stimulation coverage in the incorrect location. It was noted the patient should be receiving stimulation is his legs. However, it is unknown which one. Reprogramming was able to provide partial coverage to the patient's right leg. Later, the patient stated he was not receiving effective stimulation on his left side. X-rays revealed lead migration. Subsequently, the patient will undergo surgical intervention to address the issue.